Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range impedance measurements of 210 ohms. A commanded 80 joule shock was performed and the impedance measurement was 194 ohms. They plan to replace the s-ICD system with a transvenous dual chamber implantable cardioverter defibrillator (ICD). The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to high impedances and inappropriate shock. The s-ICD system was successfully explanted and replaced with an ICD system. The patient reported anxiety. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range impedance measurements of 210 ohms. A commanded 80 joule shock was performed and the impedance measurement was 194 ohms. They plan to replace the s-ICD system with a transvenous dual chamber implantable cardioverter defibrillator (ICD). The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to high impedances and inappropriate shock. The s-ICD system was successfully explanted and replaced with an ICD system. The patient reported anxiety. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range impedance measurements of 210 ohms. A commanded 80 joule shock was performed and the impedance measurement was 194 ohms. They plan to replace the s-ICD system with a transvenous dual chamber implantable cardioverter defibrillator (ICD). The s-ICD system remains in service. No additional adverse patient effects were reported.